Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited inappropriate shock. The device was successfully reprogrammed. The patient was stable and asymptomatic.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.